Event description:
Additional information received via (email) on (B)(6) 2021 pi identifiers and patient's pump stopped overnight, causing treatment interruption.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. The sample consist of forty-four (44) cassette units . Nine (9) samples were received inside in a plastic bag in unused conditions with its original packaging. Eleven (11) samples were received inside of a plastic bag in unused conditions with its original packaging. Two (2) shelf cartons were received; each shelf carton contains twelve (12) cassettes in its original packaging in unused conditions, first box was received from lot number a different number than the second box. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect samples conditions that could cause functional issues. The sample didnt present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Samples were filled with water, the sample was connected to the pump due date: august 2021 to look for unusual function. The forty-four (44) samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. The root cause of the reported issue was not confirmed due to sample was tested and no alarms were activated. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6)2021 under non-conformance report (ncr).

Manufacturer narrative:
Other, other text: b5: additional information received via (email) on 19 april 2021: pi identifiers and patient?s pump stopped overnight, causing treatment interruption. B1: adverse event and/or product problem: updated after additional information received (updated in the cc file and in the follow-up MDR). H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the samples were returned for investigation. A visual inspection and functional test were performed. Samples received: the sample consist of forty-four (44) cassette units from part number 21-7302-24. Visual inspection results: the sample didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: samples were filled with water, the sample was connected to the cadd solis vip to look for unusual function. Results: the forty-four (44) samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that a smiths medical cassette was implicated in causing a "no disposable, pump wont run" alarm approximately 30 minutes after the start of infusion therapy. A different pump was used and the same cassette but the same issue arose 10 hours after restarting therapy. After replacing the disposable with a new one, the pump no longer alarmed and worked as expected. There appears to be a misalignment between the pump and cassette. There were no reported adverse events.